Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone (iphone 12 pro, ios 16) application. The customer reported the low glucose alarm failed to sound and they were fatigued and had seizure. The customer was treated with glucose injection by healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone (iphone 12 pro, ios 16) application. The customer reported the low glucose alarm failed to sound and they were fatigued and had seizure. The customer was treated with glucose injection by healthcare professional. There was no report of death or permanent injury associated with this event.